Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and straps were used to fixate the mesh. About four weeks post-operatively, the patient coughed in such a way that it caused an acoustic crack. The patient underwent a re-operation and the surgeon found that three straps had loosened. Other straps were still well located in the fascia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.